Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while dissecting during a laparoscopic totally extra-peritoneal (tep) hernia repair procedure, the balloon did not inflate. It was also noted that the balloon did not insufflate, and a leak could be heard coming from the valve and/or valve seal. The same issue happened on four units of the device. Another device was used to complete the case. There was no patient injury.